Manufacturer narrative:
(B)(4). G2: foreign: germany. Visual inspection of the returned device shows device damage consistent with fracture at the edge. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cutting edge of the box chisel was found to be fractured. There was no patient involvement and no adverse events have been reported as a result of the malfunction.